Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported unscrewing from the maxplus valve because the device was not returned and has been discarded by the customer. The root cause of this failure could not be identified.

Event description:
CT techs have reported intermittently over the past two months, the med-rad stellant tubing and the excelsior medical 10ml pre-filled flush syringes (B)(4) are unscrewing from the mp1000-c valve. The med-rad tubing screws on okay, but then will untwist itself resulting in contrast infusing on to the floor. There was no patient or user harm reported and no medical intervention required.